Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure. During the procedure the foot switch taping delayed 2 or 3 seconds, and the procedure was completed as planned. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wired footswitch was not functioning properly. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found intermittent issues with the hardware of the footswitch, which was causing a minimal delay in the footswitch and fluoroscopy response. To resolve the issue, the fse replaced wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported wired footswitch issue didn¿t impact on the completion of the procedure. The footswitch taping delayed the response by 2 or 3 seconds. The procedure was completed as planned on the same system as the reported error did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working properly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.